Event description:
Information received indicates the device was replaced due to battery depletion. The drug used in the pump was dilaudid. There was no injury attributed to the event; the patient has recovered without sequela.

Manufacturer narrative:
Results of final device analysis shows battery depletion; the pump is at end-of-life. Results of visual exam shows the catheter access port (cap) can be lifted away from the pu surface due to insufficient bond material; the cap remains attached to the device.